Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was the root cause of the complaint. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, device history record review and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - many factors could cause visual acuity change such as under corrected refraction and pathophysiological change of visual system. Given the reported information, the cause of the event is unknown. Based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method (process evaluation): medical review. Results (evaluation result): per medical review - reportedly, icl (12.6 mm;-8.5 d) was explanted six weeks postoperatively to address patient visual disturbances ("ghosting"/"blurry vision"). According to the report implantation of another lens was not scheduled yet. The patient was doing well. The same report stated that the cause of the event was unknown. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to the patient was having visual acuity problems. The patient complained of ghosting/blurring vision. The incision was enlarged to remove the lens. The surgeon is going to wait until the eye heals before implanting another lens. Sutures were not required and the patient is doing well. The lens was discarded by the facility.

Manufacturer narrative:
Pt weight: unk. Date of event: unk. (B)(4). Device evaluated by manufacturer? No. Lens discarded by facility. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens discarded by facility.